Event description:
Fire dept responded to the pt's address for a possible d.o.a. On arrival, the pt was in cardiac arrest. Fire fighters began resuscitation. While using the disposable bag valve mask, a hole was discovered in the oxygen reservior. The pt was still given ventilations.